Event description:
Approximately one year and seven months after hvad implantation, it was reported that the patient experienced intermittent power source connection and the controller switching from one power source to the other earlier than expected. The patient reported these events occurring when power port one of the controller was mechanically manipulated, resulting in the brief losses of power noted in preliminary log file review. The patient elected to perform a controller exchange. The patient did not experience any harm or injury as a result of these events. The controller will be returned to the manufacturer for analysis.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. The batteries were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. External visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events when (B)(4) and cirtec battery (B)(4) with unknown serial number were connected. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms and power switching of screened batteries are most often attributed to communication errors between the controller and battery. Events with power switching of unscreened batteries are most often attributed to a faulty cell. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries like cirtec (B)(4). Heartware has opened an internal investigation to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2014-00887 and 3007042319-2015-01290, 01291) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.